Event description:
It was reported that the pump's wake button was difficult to press, requiring multiple attempts to activate the screen. There was no reported adverse impact to the customer. No additional information was provided regarding the event.